Event description:
A report was received that the patient was experiencing pinching and a burning sensation at the ipg site. The patient has to press the charger on his skin when charging the ipg. The patient underwent a pocket revision procedure and is reportedly doing well.